Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14237. It was reported the patient experienced ineffective therapy of the right side. Lead diagnostics indicated one lead had high impedances on most contacts. X-ray results indicated potential fracture at the distal anchor site of the lead. In turn, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Event description:
Additional information received indicated one of the patient's leads was completely non-functional during a reprogramming session. As a result the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.